Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, around 430pm, the patient¿s parent found the patient in bed unconscious. The patient¿s cgm was reading 238 mg/dl and no bg meter comparison value was taken at this time. The patient was wearing an omnipod insulin pump. 911 was called and when they arrived, the patient¿s bg meter reading was 46 mg/dl but the patient¿s cgm value was not known. Ems treated the patient with an unspecified injection and transported the patient to the ER. At the ER, the patient regained consciousness. The patient was told by medical staff that he experienced a seizure while unconscious. The reporter was unaware of what medication or treatment the patient may have received in the ER. The patient was discharged home later the same day around 1130pm. No other patient or event details were available. Data was evaluated for (B)(6) 2026 and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.